Manufacturer narrative:
The t:slim pump user guide cautions against overfilling a cartridge past 300 units as this can lead to cartridge error. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received intermittent inaccurate fill estimates after loading cartridge with insulin. There was no impact to the customer's blood glucose level. During troubleshooting with tandem technical support, cts reviewed pump data and identified that the cartridges were overfilled. Cts instructed about not overfilling the cartridges and customer understood.